Manufacturer narrative:
The investigation of the returned scepter mini found the microcatheter stretched, damaged, and separated into two segments with residual liquid embolic occluding the guidewire lumen, which is consistent with the customer-provided image. The distal tip, including the balloon, was not returned. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage, but the damage is consistent with the distal tip of the microcatheter becoming encased in solidified liquid embolic followed by retraction forces that exceeded the device's tensile strength.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: during an avm embolization (using liquid embolic), the scepter mini became glued in place and unfortunately broke off in the proximal vessel segment during a forced retrieval attempt. The remnants of the catheter had to be removed through a neurosurgical procedure. The patient is doing well after the procedure. She has not suffered any deficits or symptoms as a result of the incident.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
The physical device was not available for evaluation; however, one image was provided by the customer for review. The image shows the scepter mini balloon catheter looped/mangled inside of a container with squid liquid embolic visible throughout the guidewire lumen. No clear break profiles on the catheter can be seen in the provided image. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Correction: in section h, the "type of reportable event" has been corrected to serious injury.